Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken instrument was confirmed by failure analysis. A review of the provided image is consistent with the broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver broke while suturing the ovary. The surgeon completed the procedure with a backup instrument and noted that there was no bleeding or fragments as a result. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted. The issue occurred while suturing however, there was no collision of the instrument with other instruments during the procedure. The issue was not related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. There was 1 cable protruding from the distal end of the instrument, however, there were no fragments that fell into the patient's anatomy.